Event description:
There was a report of 12-lead ECG signal loss. There was no report of patient impact.

Manufacturer narrative:
(B)(4). There was a report of 12-lead ECG signal loss. There was no report of patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.